Manufacturer narrative:
No product returned. As no product was returned or lot number provided it was not possible to perform a product history sheet (mr004) to confirm if the product was manufactured within specification. No conclusion could be drawn.